Event description:
The co rep reported that noise was observed on rate sense egms. The pt received inappropriate therapies as a result. Chest x-ray confirmed a lead fracture; consequently, the lead was replaced.